Event description:
It was reported by service report that the nurse call was not working at the nurse's station. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the nurse call system was upgraded and the configuration for dip switch had not been changed. Conclusion: dip switch settings reconfigured.